Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given nasal glucagon spray to treat by family members. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their pump was over delivering as it was giving them insulin when they were low. The customer also reported the pump pushed out more than usual during priming. Troubleshooting was completed and the pump passed a displacement test and self test. The pump was possibly exposed to strong magnetic fields on several occasions. The insulin pump will not be returned for analysis.